Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that there was a time when there was insulin inside of the insulin pump¿s reservoir compartment. The customer's blood glucose level was unknown at the time of the incident. It was reported that the battery cap contact came off of the battery cap. The customer stated that the batteries would only last up to a week. The device will not be returned for analysis.